Event description:
On (B)(6) 2011, the pt underwent repair of a saccular aneurysm. Where the saccular aneurysm went back into normal aorta there was stenosis. On (B)(6) 2011, a follow-up computed tomography revealed a kink in the ipsilateral side of the trunk-ipsilateral leg component; the ipsilateral limb thrombosed. The kinking of the device was due to the stenosis in the aorta. The pt is not having any problems and has decided to not do any further procedures.